Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: bi71000475, serial/lot #: none. The manufacturer representative went to the site to test the imaging system. The blue ethernet cable was not communicating with the pleora. The umbilical cable was replaced. System checkout done with success and gain calibration was done. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used during a spinal procedure. It was reported that everything worked with the system at the beginning of the surgery. After the surgery the surgeon wanted to do a 3d image to check the screw placement but the image acquisition system (ias) remained in stand alone mode. The¿ system was unplugged and plugged back in. Both the ias and the mobile view station (mvs) was rebooted and the issue remain. There was no reported impact to patient outcome and a delay of less than one hour. Additional information was received stating that the probable cause of the reported issue was that the umbilical cable was damaged. The blue cable was not connecting to the pleora. The next step was for the umbilical cable to be replaced.